Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had damaged screen during routine check. There was no patient involved.

Event description:
It was reported by the customer that while routine check it was found that the cardiosave intra-aortic balloon pump (iabp) had damaged screen. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name), d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, d4 UDI. Additional information: e1 (initial reporter), (B)(6), (event site mail) (B)(6). A getinge field service engineer (fse) inspected the unit and observed a circular defect on the screen. The fse replaced the display top lcd assembly. Following the repair, the unit underwent functional and safety testing and successfully passed all tests. The unit was confirmed to be operating as intended. The failure analysis and testing dept. Received part with a reported unit failure of a damaged screen. The fat performed a visual inspection and found the part to have two circles on the lcd indicating damage. Possible cause may be user error. Retaining the part in the failure analysis and testing department per procedure .